Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm ran the iabp unit on a trainer on internal trigger without issue. The stm downloaded the iabp log files and observed multiple issues of autofill failures between the reported hours the customer was experiencing issues. The stm noted that issues started with dead volume calculation pointing to the balloon catheter and resulting in an invalid dead volume calculation error. The stm also observed surv leak detected which also points to the catheter extender. Lastly, a fill-fail shuttle purge timeout was observed which correlates to a disconnection. The stm was unable to duplicate the customer's reported issue, and provided the requested log files to the biomed. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported the clinicians had difficulties filling the intra-aortic balloon (iab) for approximately an hour an a half during patient therapy using the cardiosave intra-aortic balloon pump (iabp). It was later reported that the clinicians opted to finish patient therapy due to unrelated reasons to the iabp unit, and it was noted that the iabp unit never stopped working. The customer's biomed has requested for getinge to provide copies of the iabp log files. There was no patient harm and no adverse event was reported.